Event description:
A surgeon reports the trailing haptic of the intraocular lens (iol) detached during insertion. Enlargement of the incision and one suture were required to accommodate removal and replacement of the lens. As the iol was being removed, the leading haptic detached. There were no problems during insertion or following insertion of the second lens.